Event description:
It was reported that an asymptomatic patient presented in the clinic for routine follow up. Upon interrogation it was noted that the right ventricular lead exhibited loss of capture, oversensing and dislodgement. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.